Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that he is experiencing high blood glucose levels. Customer's blood glucose reading was 471 mg/dl. Customer stated that his high blood glucose happened as a result of the insulin pump's infusion set pulling out while he was sleeping. Customer stated that self bolusing he realized that he had given himself the maximum bolus amount. Product is not being returned or replaced.